Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 30 mmol/l after waking to find the pump had powered off. The patient reported changing the battery after finding the pump powered off; the pump reportedly flickered on the verify screen and again lost power. The patient reported changing the battery cap but the pump remained without power. The patient indicated that there were "crevices" in the battery compartment threads but confirmed that the battery cap was secured with no yellow o-ring visible at the time of the power issues. The patient confirmed that there was no known trauma to the pump and the pump was not exposed to moisture. This report is made based on the allegation that the patient experience hyperglycemia related an alleged pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history indicated power on resets. A "low battery warning" was noted in black history on (B)(4) 2012 at 1:42am, followed by an unacknowledged "replace battery" alarm at 4:38am. No damage was found to the returned battery cap. The returned cap was found to tightly secure to the pump. The pump was exercised for 24 hours with returned battery cap with no power issues. The unconfirmed alarm completely discharged the battery causing pump to intermittently reboot. The battery compartment threads were found to be stripped. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Use error contributed to the reported event as the patient did not respond to alarms appropriately.